Manufacturer narrative:
(B)(4). Batch number ==> p5627z. Investigation summary ==> the analysis results found that the 6r45b reload was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. No functional test could be performed due to the condition of the returned reload. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, it was found that some staples at the proximal end of the ecr60d were protruded when the surgeon intended to fire. The same event occurred on the 6r45b. Another cartridge was used to complete the case in each. There were no adverse consequences to the patient.